Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16954428.

Event description:
It was reported that the patients ipg was difficult to be charged. The patient underwent an explant procedure.